Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone), concentration 25 mg/ml at a dose/frequency of 6.004 mg/day via intrathecal drug delivery pump for pancreatitis and non-malignant pain. It was reported that the patient had a catheter issue. It was reported that the hcp could not aspirate from the catheter access port (cap). It was reported that at last refill, approximately (B)(6) 2017, a volume discrepancy was noted and an appointment was scheduled for the patient to return to the physician's office on the day of this report to check the catheter via aspiration of the cap. The result was that the catheter could not be aspirated. It was reported that the patient had a recent hospitalization for an acute pancreatitis attack. It was reported that the patient denied any falls or significant changes in weight. It was reported that surgical intervention had not occurred nor been scheduled but was planned: the hcp planned to initiate insurance approval for catheter revision/replacement as soon as possible. It was reported that the issue was not resolved at the time of this report. The patient status at the time of this report was stated as "alive - no injury." The patient¿s medical history included chronic pancreatitis that led to hospitalization recently for an acute attack. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient's weight at the time of the event was unknown. It was reported that the catheter remained implanted and the process to get a catheter revision procedure approved had been started by the healthcare professional's office. It was reported that the cause of the volume discrepancy and of the inability to aspirate the catheter access port (cap) had not been determined. It was reported that it was unknown what actions or interventions were taken to resolve the inability to aspirate the cap. It was reported that the volume discrepancy and the inability to aspirate the cap had not been resolved. No further complications were reported.

Manufacturer narrative:
Updated to reflect the report that the patient was hospitalized and in the ICU over the course of the event: updated to reflect the date that the patient identified as the start of the event : updated to reflect the information received on 2017-oct-23: updated to the most accurate date for when the manufacturer became aware of this event : device code (B)(4) added. Patient code (B)(4) removed to reflect the information received on 2017-oct-23. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-oct-23. It was reported that the patient's catheter had become dislodged and was not receiving medication. According to the patient, the medication is being pumped into the soft tissue somewhere per their hcp. The patient noted that they had the morphine pump implanted for chronic pancreatitis over 20 years. The patient stated they had a massive attack and ended up in the ICU for a week beginning on 2017(B)(6). According to the patient, they were due for a refill upon their release and their hcp discovered "with a needle" that there was no medication in the catheter. The patient reported that this was why the patient had the attack. The patient confirmed that their hcp stated that the catheter had become dislodged and was not receiving medication, aside from the area of soft tissue where the catheter is. During the refill, the patient's expected reservoir volume was about 2 cc but the patient's actual reservoir volume was 14 cc. The patient confirmed that a manufacturer's representative performed diagnostics on the pump. This confirmed that the pump was working fine, but the medication was not going anywhere. The patient stated that their hcp will not move or touch the pump and no longer takes their insurance. The patient is currently on an oral medication substitute for dilaudid that is managing their pain well. According to the patient, everything was fine with the pancreatitis for 2 and 1/2 to 3 years until the catheter issue. Additional information was received on 2017-oct-25 from the manufacturer's representative (rep). It was confirmed that the rep was first made aware that the patient had a catheter issue on 2017(B)(6), in the late afternoon prior to the appointment with the physician on 2017 (B)(6). No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that the patient's pump is alarming or beeping. According to the patient, it sounds like a european police siren. The patient noted that they last had the pump refilled in (B)(6) and at that time it was determined that there was nothing wrong with the pump. However, the patient stated that they no longer suspect that the catheter is out of place and determined that the pump is the problem and is malfunctioning and is not delivering any medication. The patient noted that they have had 2 appointments with their healthcare provider (hcp) since (B)(6) and the hcp withdrew 32 cc's medication after two and a half months. According to the patient, this showed that it was not pump anything at all. The patient's hcp withdrew all the medication form the pump except for 1 cc and shut the pump off. The patient stated that their hcp was going to replace the medication with saline but felt that the pump was not working and was "frightened to leave that all in there" as they "didn't know what this pump might do". The patient noted that this issue was first identified on (B)(6) 2017 and the pump alarm began to alarm on (B)(6) 2017. The patient noted that they were given oral medication "to compensate" for the pump. No symptoms were reported. No further complications were reported.